Event description:
Reporter indicated that patient developed an infection in the pulse generator pocket following implant surgery. The infection was treated with antibiotics and is reportedly resolved.